Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main half height legacy 3.2 was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the plunger spring was broken. A field service engineer replaced the plunger spring to resolve the issue. The fse also tested all drawers and slides, opened the top cover, checked connections in electronics drawer and removed dust under the top cover. The customer was able to successfully recover the drawer and logged in and completed inventory management in the half-height legacy drawer 3.2. The system functioned as intended after the field service engineer repaired the device.